Event description:
Our distributor in another country, received a report from a customer complaining of water leaking from the mr290hfv onto the humidifier. They expressed concern of a potential shock hazard wth the water on the mr850 humidifier. No pt consequences has been reported.

Manufacturer narrative:
The device has been discarded and will not be returned for investigation. Info provided is based on the event description and previous experience. Results: the mr850 humidifier is compliant with iec standard (degrees of protection provided by enclosures (ip code)) for water ingress and is rated ipx1. This means it is protected against vertically falling water drops. It also contains drainage channels to divert any spilled water away from the electronics. The water leaking from the chamber could have been caused by a weak point in the seal gasket eventually not sealing correctly. The chambers are pressure tested during manufacturing and those that fail the leak test are rejected. Conclusion: water spilled from a leaking chamber drains away from the electronics of the humidifier and is not expected to create an electric shock hazard. We are unable to confirm the cause of the leaking chamber.